Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "ceramic beak of the inner sheath broke off whilst in use. Detached part fell into patient. Reported that part was retrieved." No negative impact in state of health reported.